Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem ('discharge profile fault'/'charge profile fault'/service code 102 - 'charge profile fault') has been confirmed. A service code 102 is displayed at power-up if a problem was previously detected during the charging of the defibrillator energy capacitors. As received, resistor r45 was charred. The cause of the service code 102 was the damaged resistor r45 on the computer/analog board, which created an open circuit. (B)(4). A damaged r45 would have prevented charging of the high voltage capacitors. The root cause of the damaged r45 cannot be positively identified but is likely random component failure. In addition, the unit was found to have experienced an abnormal shutdown sometime when the converter was turned on. The cause of the abnormal shutdown was a defective component u1 of the converter. The root cause of the defective component cannot be positively identified but is likely random component failure. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his monitor. The patient's download revealed combined 'discharge profile fault' and charge profile fault' flags, as well as service code 102 - 'charge profile fault'. The patient was provided with a replacement monitor.